Event description:
It was reported that the patient was experiencing burning and pain at incision site. The patient underwent lead pull and was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7311868 UDI: (B)(4).